Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 85% stenosed lesion in the carotid artery. An emboshield nav6 embolic protection system (eps) was advanced to the target lesion without issue; however, the filter could not be deployed, and the eps was withdrawn. Upon removal form the anatomy, it was noted that the tip of the delivery catheter had separated but remained on the guide wire and was easily removed without intervention. There was no adverse patient effect or a clinically significant delay in procedure. Another nav6 was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that anatomical conditions (heavily calcified, heavily tortuous, 85% stenosed) contributed to the activation/deployment failure. If the distal end of the delivery system was bent or entrapped within the vessel, this may have prevented the pusher from being able to properly deploy the filter; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. Interaction and/or manipulation of the device likely resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1, h1: initial report was reported as adverse event in error. This is a malfunction report d9, h3: device not available for evaluation.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the returned device condition. Additionally, a kink was noted in the delivery catheter (dc) pod a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that anatomical conditions (heavily calcified, heavily tortuous, 85% stenosed) contributed to the activation/deployment failure. If the distal end of the delivery system was bent or entrapped within the vessel, this may have prevented the pusher from being able to properly deploy the filter; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. During removal interaction with the heavily calcified, heavily tortuous, 85% stenosed anatomy/other devices and/or manipulation of the device likely resulted in the noted kinked dc pod and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device available for evaluation h6: type of investigation code 4114 - removed. H6: investigation findings code 213 - removed. H6: investigation conclusions code 67 - removed.